Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the second of two scs systems including an ipg and percutaneous lead on (B)(6) 2011. It was reported that the pt is experiencing surging stimulation and a cycling sensation from the second system. The alleged issues are said to only occur when the two systems are functioning simultaneously. Attempts to resolve this matter via reprogramming have yielded limited success. The surging stimulation has reportedly dissipated; however, the cycling sensation continues. Additional programming of the ipg will be undertaken in an effort to rectify the remaining issue.